Manufacturer narrative:
Patient age: 18 years or older. It is indicated that the device will not be returned to the manufacturer for evaluation. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that during the cardiac ablation procedure in the right atrium for paroxysmal tachycardia, it was not possible to stop the ablation utilizing the foot switch of the maestro 4000 controller. The ablation was halted by using the remote controller. It was stated that the footswitch was used later in the procedure and seemed to work properly. The procedure was successfully completed and there were no patient complications.